Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false negative sars result for 1 symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The same patient was retested on sofia sars and received another negative result which is captured on a separate report. Customer reported that the samples did contain blood on them.